Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that at the end of the index procedure, the physician reported that the procedure went very well until a final run was performed and it was noted that the patient had an indeterminate endoleak. The pre case CT showed lumbars feeding the neck and the body of the aneurysm. It was difficult to determine the origin of the endoleak. The physician ballooned twice through out graft, with without change. Graft was well placed and had tons of overlap. Physician will monitor patient to see if endoleaks resolve.